Event description:
Gums are starting to receed [gingival recession], head falls off when the toothbrush is in mouth - oral-b [device breakage]. Case narrative: consumer via chat stated that the oral-b toothbrush head fell off when the oral-b pro 1000 toothbrush was in their mouth. No serious injury was reported. 17-jun-2023 follow up via digital safety assessment survey: the consumer was an adult female. No serious injury was reported.

Manufacturer narrative:
Complained product will not be not available.